Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:04 was confirmed during product evaluation by baxter service personnel but not duplicated. The cause(s) of the confirmed problem is not identified. The device passed verification and no repairs were needed to fix the problem. The user interface module software version of this pump is 6.13.90. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a failure code of 810:04. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the sterile processing department. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.